Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system was stuck in "system booting please wait" for approximately 15 minutes. The system was rebooted and the issue was resolved.